Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units touchscreen went blank. The unit was swapped out and proceeded. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) down-touchsreen went blank while on patient. There was no harm reported. A getinge field service engineer (fse) evaluated and confirmed that the bottom touch screen went blank. Fse replaced executive processor pcb. Machine passes all tests and the complaint cannot be duplicated, and no alarms show an event in the logs. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.